Event description:
It was reported that the wake button on the pump became detached from the pump, and it was difficult to press and required multiple presses in order to turn the pump screen on. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.